Event description:
The patient had four pns leads (off label use) implanted with the same lot number. It was reported the patient was experiencing pain at the lead site and uncomfortable stimulation. The patient has lost a significant amount of weight. The patient underwent surgical intervention on (B)(6) 2015, where her leads were revised. Two of the leads were noted to be damaged; therefore the physician decided to replace them with two new leads. The patient is now receiving comfortable stimulation and the pain is significantly improved at the lead site.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.